Event description:
The customer reported that insulin was squirting out of the insulin pump during the priming process. The customer's blood glucose level was 221 mg/dl. Troubleshooting was performed. An infusion set change resolved the issue. The customer also reported that the insulin pump had gone into a threshold suspend state, due to a sensor reading of 69 mg/dl, while his blood glucose was 200 mg/dl. The customer turned off the sensor feature at that point. During troubleshooting, it was found that the customer was having difficulties with the sensor not releasing from the inserter properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).